Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to out of range right ventricular (rv) lead impedances a few months ago. It was also noted that the patient had fell around the same time of the out of range impedances. Technical services reviewed the electrocardiogram and noise was seen on the rv lead which is most likely due to the rv lead being programmed in unipolar mode. An arm maneuver test was performed and they moved the device around the pocket and the noise could not be reproduced. The nurse reprogrammed the device back to bipolar mode and will continue to monitor the patient using the remote monitoring system.